Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor notified zoll that a patient had a skin irritation. The patient's mother reported that the patient removed the device due to a skin rash. During a follow up, the patient's mother reported that the patient's doctor prescribed a medication, which was helping the rash.